Event description:
A doctor placed a dialysis catheter. It migrated after a few days. The cuff was still attached, but the catheter moved.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.